Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue with the battery. Battery analysis found no evidence of internal shorting or battery defects. Hybrid analysis found no evidence of high current drain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that telemetry could not be established with the leadless implantable pulse generator (ipg). The device was not impl anted. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis found no evidence of high current drain. Battery analysis found no evidence of internal shorting or battery defects. If information is provided in the future, a supplemental report will be issued.